Manufacturer narrative:
Based on additional information received, indicating off-label use of the device, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received, indicating the patient had ic-8 iols implanted bilaterally.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the patient was dissatisfied with vision. Approximately two and a half months after implantation, the lens was exchanged with a different model iol. There is a 2.5d difference between the original and replacement iol. In the surgeon's opinion, the most likely cause of the event is dysphotopsia. Additional information was requested, but not received.